Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in germany, it was a case of an implant of a 29mm sapien 3 valve, in aortic position by left transfemoral approach. During the procedure, the delivery system with the valve became stuck in the partially expandable area of the esheath+. Consequently, all the system was removed as a single unit, and a new kit was prepared. The procedure was successfully performed, and the patient was in stable condition with no injury. As per pre-decontamination evaluation, the commander delivery system was advanced through sheath, and the sheath distal tip was torn.

Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusion. The returned device was visually examined, and the following was observed: liner was partially expanded 8cm in length from the strain relief. Remaining liner was unexpanded. Tip unopened. Sheath shaft kinked at 6cm and at 9.5cm from hub. Strain relief folded backwards at distal end. No abnormalities were observed on the crimped sapien 3 valve. The commander delivery system was advanced through esheath+: the liner fully expanded as designed, and the tip opened but torn. Hdpe stretching was visible in the tip. Additionally, radial and slant score lines were visible in the tip. The complaint for resistance between system components leading to difficulty advancing through the sheath was confirmed based on evaluation of the returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. Follow-up from the field stated the patient's access vessels had mild calcification and no tortuosity, and the minimum luminal diameter is 6.5mm sufficient for an 16fr esheath+ (as per IFU the minimum luminal diameter for a 16fr sheath+ is greater than or equal to 6mm). However, without a 3mensio report and/or applicable imagery, access vessel characteristics cannot be confirmed. It is possible that one or more patient/procedural factors (access vessel calcification, tortuosity, undersized vessel diameters) may have been present during the procedure. However, due to insufficient information, a definitive root cause is unable to be determined. The complaint for sheath distal tip tear was confirmed based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment and/or by manufacturing process variation during tecoflex trimming step leading to hdpe damage, as investigated in a CAPA. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. A CAPA was opened to address esheath inner diameter hdpe damage contributing to the tip tear events.